Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported, about four months prior to the report they started noticing a lot of pain in their buttocks, sciatic, and down their legs. They had a cat scan and it did not show anything of problem. When stimulation was turned off the pain calmed down. The patient still had pain, but was not having the sensation when she is lying down. The implantable neurostimulator (ins) does help the patient with their bladder and bowel and they notice a big difference with it off for her bladder and bowel. It was also mentioned that in (B)(6) of 2007, prior to the implant, the patient had a bladder mesh surgery and around (B)(6) of 2008 noticed numbness and pain. They lost sensation to the top part of their legs and had pain. Through genetic testing and muscle biopsy, it was discovered the mesh went through their vaginal wall. They had surgery in (B)(6) 2014 to remove it. The ins is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor. Additional information was received from the patient and it was reported that the device had worked great but the patient began having pain in the area of the ins and down into leg. The patient reported that they turned the ins off and was now having bowel and bladder issues. The patient reported having bladder infections and cystitis. The patient reported that she talked to her healthcare provider (hcp), who recommended having the implant removed to see if it was the reason for severe pain. The patient reported that the hcp reported that the patient could possibly have the ins implanted again in the future, but would recommend having the ins implanted in the front instead of in the patient¿s back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.